Event description:
It was reported that during follow up, high capture threshold and a decrease in sensing were observed. No lead anomalies were noted on fluoroscopy. Patient will continue with follow-up. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.